Event description:
The customer reported that the ventilator went vent inop and alarmed due to an adc reference failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the power management pcb board to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.